Event description:
It was reported that a spectrum infusion pump had failed flow accuracy test (<19ml) 3 times during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "failed flow accuracy test (<19ml) x3 times" was not reproduced. The device was tested for flow accuracy and delivered within specification. The event history log (ehl) review was performed and revealed that the user programmed multiple infusions with the parameters for flow accuracy testing outlined in the spectrum service manual: a rate of 40 ml/hr and vtbi of 20 ml, which ran to completion. No abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.